Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: mean age, (range): 70 (29-88) yrs. Gender(s)sex(es): male/female: 9 (60%)/6 (40%). Date(s) of event: unknown, not provided. Model #: unknown, as serial numbers were not provided catalog#: the catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as the devices were not explanted. Initial reporter phone number: unknown, not provided. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the complaint samples were not returned to the manufacturing site; therefore, product testing could not be performed, and the complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial numbers are unknown. A search of complaints related to serial numbers cannot be performed since the serial numbers are unknown. Conclusion: no samples were returned, and the serial numbers are unknown; an investigation could not be performed, and product quality deficiency is confirmed. Citation: chu, c.k., md, liebmann, j.m., md, cioffi, g.a., md, blumberg, d.m., md, mph, al-aswad, l.a., md, mph, (2020). Reoperations for complications within 90 days after glaucoma surgery. J glaucoma, 29(5), pp. 344¿346. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: reoperations for complications within 90 days after glaucoma surgery. A retrospective study was done to describe the real-world rate of reoperations in the operating room for complications encountered within 90 days after glaucoma surgery at a single institution over a 2-year period. Postoperative complications related to tube shunt placement included tube exposure (n=3), tube retraction (n=1), bleb encapsulation (n=1), chronic iritis from the iris touching the tube (n=1) and serous choroidal effusion (n=2); however, it is not clear if these eyes occurred with the baerveldt glaucoma implant or the other product. These patients were required to undergo reoperation but the study did not further specify the type of reoperation.